Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not receive an occlusion alarm when the non-tandem infusion set tubing was blocked. The customer's blood glucose level was not impacted. The customer changed the tubing and resumed insulin delivery.